Event description:
Healthcare professional reported right-side "intracapsular rupture" and "a partially obscured nodular density" and a "a small ovoid cyst" which "appears benign", deemed not related to the device, via ultrasound. Device remains implanted.

Manufacturer narrative:
Continued: zip code: (B)(6). State:(B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.